Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. The field representative stated that the device interrogation did not reveal any issues, however they were unable to print the sensor trending report. Boston scientific technical services (ts) explained that this report was not able to be printed. No additional information is available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.